Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2021 due to a blood glucose level of 418 mg/dl and trace ketones. Customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was released same day from the ER with no permanent damage and issue resolved.